Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had their device replaced last tuesday but were in the ICU until friday. It was stated that their healthcare provider never turned the device on, but the patient was told to change programs weekly until they found a setting that was good for them. It was stated that since they had been home, they had not been able to pass a message that says ¿internal data has been lost. Contact your clinician.¿ it was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.